Event description:
I have a left total hip replacement on (B)(6) 2010 and on or about (B)(4) 2010, my hip collapsed and dislocated when I was standing causing me to be taken by ambulance to the hospital to have it put back in place and causing me terrible pain and suffering. Then again it dislocated once again in (B)(6) 2011, when I rolled over in bed causing the same kind of pain and suffering and had to be taken to the hospital yet again. I was implanted with the corail pinnacle hip implant. I still suffer from some form of pain on a daily basis. It is my belief that this implant and all metal on metal hip implants should be recalled. Because I, like so many people, were not told of all the adverse side effects of these metal on metal hip implants.